Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was returned for evaluation. Visual inspection identified a tube containing three suture fragments and no abnormalities were noted. It was reported that there was a medical complication. A related device issue could not be confirmed. The most likely root cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are also thoroughly reviewed prior to release to ensure that products meet all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, a few days post-operative of a laparoscopic bilateral inguinal hernia in transabdominal preperitoneal (tapp), where the device was used for closing the peritoneum, the small intestine was looped around the edge of the suture which was out of the peritoneum. The patient had another surgery in order to release the small intestine loop and to pull and cut the edges of the suture. The patient¿s hospitalization was extended.